Event description:
It was reported that this brady lead was explanted due to unknown cause. This lead was out of service and a new lead of the same model was placed. No additional adverse patient effects were reported.